Event description:
As reported by the legal brief, on or about (B)(6) 2013, patient underwent a right total hip replacement surgery and was implanted with a novation crown cup cluster-hose 52 mm acetabular shell with one screw, a connexion gxl 36mm neutral polyethylene liner, a novation element press-fit standard offset femoral stem #14, and and exactech 36mm +0 biolex delta femoral head. On or about (B)(6) 2021, x-rays revealed " evidence of right superior polyethylene wear" and his implanting orthopedist concluded "he will likely need revision surgery give the extent of the wear". Due to the progression of osteolysis and polyethylene wear reactions in the body, by or about (B)(6) 2021, his implanting orthopedist noted his right hip was becoming "more symptomatic" and that following the conclusion of concurrent care he was undergoing they "will discuss right hip liner exchange and synovectomy for poly (ethylene) wear". On or about (B)(6) 2022, patient was noted to have chronic pain and to have developed a limp. His radiology films revealed "significant polyethylene wear" and acetabular and femoral osteolysis. On or about (B)(6) 2022, patient underwent a right total hip replacement revision surgery to remove and replace the defective gxl liner and also remove and replace the biolox deltan femoral head. Patient's orthopedic surgeon found the gxl liner was "very worn and quite thin" was yellowed and looked like a liner from a twenty-five year old prosthesis. His revision surgery findings included "reactive synovitis" and a "significant amount of intracapsular debris from the osteolysis".

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) please disregard previous report. This was determined to be a duplicate. Please refer to 1038671-2022-00504 / (B)(4) for any additional details about this event.